Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in date of event per report of "about 2 weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A wife of customer posted via social media, a high readings problem with the freestyle libre 2 sensor. The wife stated that sensor readings would be 50 mg/dl off from capillary, giving example of 188 mg/dl from capillary and 238 mg/dl from sensor. The customer experienced seizure due to self-treating with too much insulin based on reading, and was provided 1 shot of glucagon. Paramedics were called, a healthcare meter result of 15 mg/dl obtained, and the customer was treated with 3 additional glucagon injections and glucose via IV. There was no report of death or permanent injury associated with this event.